Event description:
The following was reported: During a procedure yesterday, the device switched off. There was an intermittent electrical/contact failure while the video system was being used in an emergency situation. The procedure was completed successfully but medical, surgical, or diagnostic intervention was required. No adverse consequences reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal KARL STORZ complaint ID: (b)(4).